Manufacturer narrative:
The stapler logs show a sureform 60 stapler instrument (part #480460-12, lot #k19250215-0239) was used first and it was installed on the system 4 times. The stapler instrument fired 4 sureform 60 reloads (1 green, 1 blue, 1 green, 1 blue, in that order). On installs 1 and 3, the first clamp was successful and the firings were both completed with 1 pause for compression. On install 2, the first 3 clamp attempts were successful, but were followed by a firing failure. The firing stopped at about 49% completion. On install 4, the first clamp was successful. It appears that the e-stop was utilized during the firing attempt, causing it to not be recorded in the logs. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs. Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument, but the failure analysis investigation has not been completed. A follow-up MDR will be submitted post-failure analysis evaluation and/or if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, tissue was pushed and not properly cut when a sureform 60 reload was fired with a sureform 60 stapler instrument. The sureform 60 stapler instrument displayed a tissue too thick error while firing on the stomach tissue. The stapler reload was swapped by the customer. The stapler instrument then fired and experienced the same issue. No bleeding occurred. The surgeon was able to correct the staple line with the new, backup backup sureform 60 stapler instrument. No additional tissue was removed. No photos or videos are available for review. The case was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the stapler reload. Isi did receive the sureform 60 stapler associated with this complaint, and completed investigations. Failure analysis investigations confirmed, but did not replicate the customer reported complaint. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house blue reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs confirmed one firing failure.